Event description:
It was reported that the small knob at the end has fallen off during use. Only one of the knobs was sent with the trial implants as the other one disappeared in the washing machine. They have been used as described and the surgeon is used to this system. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The present t-pal trial implants was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The analysis of the material shows that the broken surface is homogenous and confirms absolutely to our specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information we are not able to determine the exact cause. We can only suppose that strong hammering during the surgery has finally lead to breakage of the t-pal trial implant-shift tip. Manufacturing documents were reviewed and no complaint related issues were found.